Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image/visualization and intermittent illumination failure with the light not turning on due to a door-to-bulb engagement malfunction during a diagnostic esophagogastroduodenoscopy (egd) procedure involving an olympus xenon light source. There was no patient injury reported.